Event description:
It was reported that a pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. The customer was unable to resume insulin therapy after trying to load a new cartridge, so technical support decided to replace the pump. The customer plans to use multiple daily injections as backup therapy and was instructed on how to store and return the pump.